Event description:
The facility representative reported an infuso.r. Pump with a condition of "sounds like motor is not running properly." This condition occurred during programming/setup in the "biomed service" department. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The condition of a mini-infuser with a "sounds like motor is not running properly" issue was confirmed and reproduced during product evaluation. The assignable cause was not determined. Motor needs to be replaced in order to fix the reported condition. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Corrected data: the cause was determined to be a damaged motor. The motor was replaced in order to fix the reported condition.